Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized on the same day as the onset and began treatment with injection vancomycin (1 gram every second day, intraperitoneal, discontinued and frequency was not reported), injection meropenem (500 mg per bag, ongoing, frequency and route were not reported) and injection heparin (1 ml per bag, discontinued and frequency was not reported). At the time of this report, the patient was discharged from being hospitalized and has recovered from the event. Pd therapy was ongoing. No additional information is available.